Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). On 06/22/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 07/05/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy of approximately 1 centimeter. No specific direction of the alleged inaccuracy was provided. Noted was that the clamp was on either t11 or t10 and the surgeon was working on levels t3-t4. They moved the clamp and frame up the spine, took a new spin, and accuracy was restored. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.